Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The rv lead was capped and replaced on 29 aug 2024. The patient was in stable condition.